Manufacturer narrative:
On 18-aug-2020, mentor received additional information regarding the patient's symptoms, revision surgery date, and suspected medical device. The patient experienced cutaneous contour deformity. The revision surgery was rescheduled from (B)(6) 2020 to (B)(6) 2020. The suspected medical device was re-implanted during the surgery. Reusing the same implant is against the instructions for use, and the device was used in an off-label manner. The relevant fields have been updated. Updated reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided anisomastia. The patient states that her right breast has been looking dropped since (B)(6) 2020. Due to the covid-19 situation, the patient is not sure when she is able to make an appointment for the reported issue. However, the patient is hoping to visit her doctor sometime in (B)(6) 2020 and also planning to undergo unilateral removal and replacement. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-oct-2020, mentor received additional information regarding the patient's symptoms. The patient experienced device migration. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jul-2020, mentor received additional information regarding the revision surgery. The patient is scheduled to undergo explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: anisomastia. Manufacturer's reference number: (B)(4).